Event description:
It was reported that the ilet screen cracked after the device was dropped while the user was working on a tractor, and the screen remained usable. Symptoms included no injury. Outcomes included continued device use and planned replacement with return of the damaged unit. Investigation included internal review of the reported physical damage and verification that data would not transfer to the replacement, requiring standard startup. Investigation of this case revealed accidental physical damage to the display component consistent with user handling, with no alerts or alarms and no impact to therapy beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.